Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on a review of the information provided by the patient, the clinical root cause of the reported extreme knee pain and instability cannot be definitively concluded; however, the suspected obstructive cement could not be ruled out as a contributing factor to the reported event. The patient endorses having been informed by a resident physician regarding the surgical procedure and alleges, ¿there was cement in the hole where the screw should have been, so it may not have been fully seated at the time of the original implantation.¿ the patient impact beyond the reported extreme knee pain, instability and subsequent revision cannot be determined; per a complaint communication, ¿the patient is stable.¿ therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include obstructive cement in the tibial assembly, traumatic injury, joint tightness, patient condition or joint laxity. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a revision tka surgery was performed on 2018, in which an legion hinge total knee system had been implanted, the patient started experiencing extreme amounts of pain and instability of the knee. There was suspicion of a screw being loose in the tibial assembly. A revision surgery was performed on 2021 where the tibial tray and tibial insert were explanted. During the procedure it was noticed that there was cement in the hole where the screw should have been, so it may not have been fully seated at the time of the original implantation. The patient condition is stable.